Event description:
On (B)(6) 2025, patient reported frequent lows after reducing carbs and consistently logging meals as ¿less than usual,¿ leading to ilet maladaptation. The patient's reported blood glucose (bg) was 60 mg/dl but was not out of range for 90+ minutes. A reset was recommended. Patient noted a low after dinner the previous night and is using a libre 3+ with fluctuating readings. Due to additional wake button issues, agent arranged a replacement ilet, pump which will restart the learning process. The patient reported shakiness during the event. No medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.